Manufacturer narrative:
The device did not return; therefore no evaluation could be performed and complaint could not be confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Requested but not returned by dentist.

Event description:
Patient presented at office with loose bridge, doctor was able to remove bridge and determine that the abutment screw had fractured.

Manufacturer narrative:
Visual inspection revealed the screw was completely severed into two pieces at the first thread. Only one part of the screw was returned. What remained of the shank looked well used. The screw had debris inside the hex drive and the hex drive looked worn. The lot number for the screw lot was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.